Event description:
It was reported that the subject device balloon catheter was used for cas (carotid artery stenting) treatment. There was no problem at the time of preparation, and it was used in the patient¿s body. Despite the injection of contrast medium during inflation, fluoroscopy did not confirm the expansion of the subject balloon. Since the occlusion was confirmed, the physician continued to use it and the procedure was completed successfully. A large amount of blood was confirmed in the subject balloon after collection. Since there was no leakage from the subject balloon, it is considered that it may have flowed in from the inner. It is probable that the reason why the fluoroscopy was not visible was that the inside of the subject balloon was filled with blood. No other information was provided.

Manufacturer narrative:
Section b1 product problem: corrected - remove product problem. Section h1: type of reportable event: corrected - remove malfunction. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Visual and microscopic examination of the returned device found that the balloon catheter was found to be damage. The inflation testing showed no leaks or perforations noted to the balloon or to the balloon catheter shaft or between the inflation lumen and the guidewire lumen, therefore the reported event was not confirmed during the device analysis. The device failed to meet specification when returned for analysis. There was traces of blood noted within the inflated balloon, however it cannot be determined how the blood entered the balloon, it is possible that the inflation syringe may have been re-used and may have contained blood, however this cannot be definitively determined. Blood within the balloon during the clinical procedure is likely to have caused visualization of the balloon under fluoroscopy, which may have been perceived as the balloon being leaked. An assignable cause of not confirmed will be assigned to the reported ' balloon catheter shaft leaked during use' and ' balloon failed to inflate', as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. It is probable that the balloon catheter was damaged during the clinical procedure, which may also have contributed to the failure to inflate the balloon. An assignable cause of procedural factors will be assigned to the analysed 'balloon catheter damaged. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject device balloon catheter was used for cas (carotid artery stenting) treatment. There was no problem at the time of preparation, and it was used in the patient¿s body. Despite the injection of contrast medium during inflation, fluoroscopy did not confirm the expansion of the subject balloon. Since the occlusion was confirmed, the physician continued to use it and the procedure was completed successfully. A large amount of blood was confirmed in the subject balloon after collection. Since there was no leakage from the subject balloon, it is considered that it may have flowed in from the inner. It is probable that the reason why the fluoroscopy was not visible was that the inside of the subject balloon was filled with blood. No other information was provided.